Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported intraoperative type iiib endoleak of the suprarenal extension and aorta perforation are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related due to ballooning at the proximal aorta (user error). The procedure-related harm identified was aorta perforation, which was resolved intraoperatively. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: describe event or problem . Awareness date . Patient codes (as evaluated); remove 2208. Evaluation result codes; remove 3233. Evaluation conclusion codes; remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). During the initial implant procedure, it was reported the physician post dilated the stent grafts with a coda (non-endologix) balloon and tore the graft and ruptured the aorta. Then a second suprarenal aortic extension was placed; however, a type 1a endoleak was still present. The physician placed a 4010 palmaz (non-endologix) stent to resolve this event. The patient was reported as being stable after the procedure. Clarification per clinical assessment: an intraoperative type iiib endoleak was present at index procedure due to the balloon tearing the graft, and a palmaz stent was implanted to resolve this endoleak. A type ia endoleak was not present. In addition, the aorta was perforated (not ruptured) by the balloon intraoperatively.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). During the initial implant procedure, it was reported the physician post dilated the stent grafts with a coda (non-endologix) balloon and tore the graft and ruptured the aorta. Then a second suprarenal aortic extension was placed; however, a type 1a endoleak was still present. The physician placed a 4010 palmaz (non-endologix) stent to resolve this event. The patient was reported as being stable after the procedure.